Event description:
Ivt rn inserting PICC, wire would not advance. Attempted to withdraw wire, started to unravel and broke.company rep called and incident reported.identified that all of the kits that are stocked have the same lot number as this item (lot #14sbo317) will be removed.bard rep wrote in an email: "we spoke to the user who placed the PICC and we learned that she did pull the wire back while the introducer needle was in the patient which can cause the wire to shear off on the bevel of the needle (this practice goes against what is stated in our IFU). Aware of this and will speak to the placer regarding the issue.